Manufacturer narrative:
Batch review performed on 08 february 2019: lot 182616: (B)(4) items manufactured and released on 10-jul-2018. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved: batch review performed on 07 february 2019: lot 181638: (B)(4) items manufactured and released on 11-jul-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager: the liner was received fragmented with several cuts in an area. The mpact shell had several scratches on the internal surface, especially on the conical area, probably occurred during the removal of the cup. It was noticed that the damaged part is on a specific area of the liner; it is possible that the event is due to an impaction of the liner not coaxial with the cup, which caused the impossibility of connection with the cup and the breakage of the liner.

Event description:
The surgeon implanted a size 58 mpact cup, then wanted to implant a 36 f flat mpact liner. He felt it was wrong size, so the agent checked the ensure size was correct before further impaction. Size was correct. He continued to impact with force and couldn't get liner to seat flat. As a result we had to remove the liner which damaged the cup and liner. A new cup (size 60) was implanted along with a 36 g flat mpact liner to match. Cup and liner are being sent back to csp for inspection.